Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that system was having an intermittent "no input" displayed. The site rebooted the system multiple times and it would boot to show bios text and then the screen would go blank.